Event description:
Customer reports having received consistantly high blood glucose readings for approx two weeks. He was also experiencing symptoms of hyperglycemia-fatique, lack of energy, and sweating. Based on these high readings, customer modified insulin intake accordingly. Customer then reported losing consciousness. Paramedics were called, and the customer was transported to the emergency room where he stopped breathing for 2 minutes. Customer was admitted and monitored in an intensive care unit, and insulin dosage has since been adjusted by the customer's doctor.